Event description:
Procedure type: gastrectomy. According to the reporter: the first reload was fired on the lower part of the stomach successfully. When firing the second reload, the tissue was pushed out of the stapler cartridge. The doctor has provided a picture which is attached in the complaint file. The doctor used another reload to resect the affected tissue. The patient is fully recovered. There was no reinforcement material used. There was no extent of surgery time beyond 30 minutes. There was no re-operation necessary. There was no blood loss over 500 cc's.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).